Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, microbes were detected as follows from the subject device. First time: on (B)(6) 2018. The subject device tested positive for unspecified bacteria (1250 cfu/100 ml). Second time: on (B)(6) 2018. The instrument channel of the subject device tested positive for pseudomonas non aeruginosa (1360 cfu/100 ml). The suction channel of the subject device tested positive for pseudomonas non aeruginosa (33 cfu/ 100 ml). The subject device had been manually reprocessed with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp (omsc), but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, gram positive bacilli (1cfu/100ml) was detected from the subject device. The testing result cleared (B)(4) guideline. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".